Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the iabp's logs and noted electric test fail code 4 (drive transducer) and alarms 58/124 with indications of possible failure of drive transducer and/or drive manifold. To address the issue the fse replaced the drive manifold and drive transducer. The fse performed a full pm with calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) would not boot up and was making a high pitched squealing noise. There was no patient involvement, and no adverse event reported.